Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or user is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. Customer instructed the lo results means the blood glucose levels below 20mg/dl. The customer's expected non-fasting blood glucose test result range is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 9/17/2018 and open vial date is over 4 months ago. The strips are expired based on the open date of the vial of strips. Back to back test did not run due to expired test strips. The meter memory was reviewed for previous test result history: lo (B)(6) 2016 12:07 pm fasting: no; lo (B)(6) 2016 03:11 pm fasting: no; 420mg/dl (B)(6) 2016 06:53 pm fasting: no; 353mg/dl (B)(6) 2016 03:14 am fasting: no; 246mg/dl (B)(6) 2016 01:06 am fasting: no; memory concerns: lo result. The customer tests 30 minutes to 1 hour after each meals. Customer was advised to test at least 2 hours after the meals even after medication taken or exercise in order to get an accurate result. The customer understands. Unable to perform a back to back blood test as the test strips have been open over 4 months. Customer was advised not to use the test strips past 4 months after the vial is opened for first time.